Event description:
According to the reporter, during the first firing over the gastric antrum in a laparoscopic gastric sleeve, the surgeon was able to press the green button and was able to squeeze the handle. It was impossible to fire the device completely. The surgeon heard a sound from the handle like a piece broke. The surgeon used other reloads to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.